Manufacturer narrative:
The broken sample was evaluated and it was determined that the most likely cause of the event was an external force placed between the clamp and the track leading to clamp breakage. The breakage occurred during the turning of the patient. There is no evidence that the device failed to meet speciifcations. This is an isolated event.

Event description:
The following information was reported: the patient was intubated and an anchorfast oral endotracheal tube holder was applied on (B)(6) 2013. On (B)(6) 2013 while the staff was turning the patient, the anchorfast clamp separated or broke from the track and the patient was extubated. The patient was reintubated and a new anchorfast device was applied. The patient was noted to be stable.